Event description:
On an unknown date a patient in italy underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On (B)(6) 2026 it was reported that a local swab at the stoma was performed, resulting positive for staphylococcus aureus. An unspecified oral antibiotic course was administered. The device involved in the event remains implanted, therefore, a return sample evaluation is unable to be performed.

Manufacturer narrative:
Reference number (B)(4). A stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.